Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while treating a (B)(6), male pt, the electrodes were placed onto the pt, while performing CPR, the CPR puck tore the pt skin. CPR was performed for approx one hour and forty-five minutes. The CPR puck was removed to continue CPR. Complainant indicated that the pt subsequently expired.